Event description:
Reported incident - during a left total arthroscopy, a piece of one of the titanium screws used for the procedure broke after insertion. The broken piece (head of the screw) was removed from the surgical field and sequestered with the materials supervisor along with the manufacturer's packaging. The body of the screw remained intact and hip fixation was established. The surgeon felt that the hip socket was stable and did not elect to place any further screws. There was no harm to the patient.

Manufacturer narrative:
The reason for this reported incident was due to a screw breaking after insertion. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records, shows that the reported component, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. He root cause of this complaint was due to one screw broke after insertion. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.